Event description:
Ref imp report: (B)(4).

Manufacturer narrative:
Document review: amistem h femoral stem size 2 std - ref (B)(4)/lot 104266 (64 stems produced). All parameters have been found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization cycles. Sixty stems belonging to this lot have already been implanted and no similar incidents have been reported up to now. From the data collected, the infection is highly likely not device related.